Event description:
Zilver stent was placed in the right superficial artery. Prior to the deployment of the zilver stent, the common iliac bifurcation was stented bilaterally with balloon expandable stents. The zilver stent was placed with the top of the stent just even with the top of the bilateral wing. The stent introducer was removed through a long 7 fr introducer sheath, in which the valve of the sheath separated from the housing. It was then decided to replace the sheath with a shorter sheath. Upon opening the second sheath the dilator became contaminated. A decision was made to utilize the previous longer dilator with the shorter sheath. Upon introducing the sheath, resistance was met at the skin site. Fluoro was positioned to view the radiopaque marker of the sheath and guidewire. The wire was noted to be bent medially at a great angle above the level of the sheath tip. After multiple attempts, the sheath was advanced and the dilator was withdrawn. Upon imaging, the zilver stent in the superficial iliac artery, the proximal markers on the zilver stent were misaligned, with two lateral markers now 1/2cm above the two medial markers. It was also observed that the stent that had been positioned at the top of the iliac artery was now approximaltely 1cm beyond this point, and the stent appeared to be much longer than when it was originally placed. Further observation could not detect a fracture in the stent. Measurements of the stent were taken, observing that the stent now measured 40-42mm in length. A covered stent was deployed within the zilver as a precautionary measure to prevent a possible leak in the area and secure the stent.